Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin.